Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported failed downstream occlusion test was verified during evaluation. Evaluation revealed during a visual inspection that the cause was a chipped downstream tubing guide which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a downstream occlusion test. There was no patient involvement. No additional information is available.